Manufacturer narrative:
This patient was randomized to (B)(6) clinical study for aortic stenosis. She underwent transapical implantation of two 23mm edwards sapien transcatheter heart valves. Additional investigation/information received from the clinical specialist indicated that the aortic valve and root calcification was moderate to severe; leaflets were calcified, but not unusually so. There was no septal bulge. The image intensifier angle prior to deployment was appropriate. The valve was coaxial across the annulus and was positioned 50:50 across the annulus. Prior to deployment it appeared that the physician adjusted the position (simultaneously) aortic. The valve was 70:30 (aortic) post deployment. Balloon inflation was held during deployment for five seconds and there was no loss of pacing capture during deployment. The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, and aortic insufficiency are known potential complication associated with the transaortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, procedural factors appear to have caused or contributed to this event. Per report by the edwards clinical specialist, it appeared that despite proper initial positioning of the valve prior to deployment, the physician adjusted the valve aortic prior to deployment. No further actions are required at this time.

Manufacturer narrative:
Per the IFU, hypotension is a known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and bioprosthetic heart valves. Hypotension is extremely common during valve implant procedures and has multiple potential etiologies. The exact cause for the hypotension cannot be determined; however, there are multiple potential causes/contributing factors, including this patient's underlying co-morbidities (e.g. Congestive heart failure, coronary artery disease, valve disease), and the procedure itself.

Event description:
As reported by the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, following deployment of a 23mm sapien valve, there was severe central aortic insufficiency requiring deployment of a second 23mm sapien valve. Per the report, because of low ejection fraction (ef 30%), and poor iliac access, right axillary artery was exposed and an 8mm dacron was attached for arterial cannulation, right femoral vein cannulated for contingency cardio-pulmonary bypass. The 23mm sapien valve was implanted and noted to be too aortic causing severe central leak. Transesophageal echocardiogram (tee) showed one leaflet not coapting well. A second valve was placed lower into the left ventricle (lv) within the first valve. Systolic blood pressure (sbp) became unstable in 40's - 50's, refractory to vasoactive medications. Cardiopulmonary bypass (cpb) was initiated, and the valve and coronaries were assessed. The patient was stabilized and cpb weaned. The valve was functioning well. The patient was transferred to intensive care unit (ICU) in stable condition.